Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated with a programmer and did not elicit beeping tones with magnet placement. It was reported that the patient had been lost to follow up since implant of the device. Boston scientific technical services (ts) discussed troubleshooting options. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Although this product was confirmed to be received at our loading dock; as of today, it has not been received in our quality assurance laboratory. As such, analysis is unable to be completed on the product at this time. If/when this product is located, analysis will be completed at that time.

Event description:
It was reported that this device was returned for analysis.